Event description:
It was reported that pump experienced malfunction with code 12 and no prior notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged instructions.